Event description:
A research subject was implanted with a freehand system implantable receiver stimulator (irs) as part of an investigational lower extremity study in 2001. The patient developed symptoms of an infection which resulted in the explantation of the irs on a little over two months later. Cultures confirmed the presence of infection by mrsa bacteria.